Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the station. A technical support specialist reached out to the customer and verified that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where all the new orders were not crossing over to the station, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.